Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently not vibrating for alerts/alarms. Customer's blood glucose level was 138 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. Distributor received pump and tested the vibration setting. No device issues were observed and the vibration setting functioned as intended.